Event description:
It was reported that the lead impedance was low and an externalized conductor was noted on x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.